Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that post-operatively retained viscoelastic was detected behind the implanted rayone aspheric rao600c iol. The healthcare facility reports that the patient's intraocular pressure was normal; however, there was a myopic shift of around -1.5 se. On examination the posterior capsule was noted to be further away from the iol than usual and on close inspection retained ovd behind the lens was visible. On an unknown date post-operatively, the patient underwent a yag capsulotomy. Capsular bag distension syndrome (cbds) (i.e., capsular block syndrome, capsular bag hyperdistension, capsulorhexis block syndrome) is a rare complication of cataract surgery with in the bag intraocular lens placement where turbid fluid builds up in between the intraocular lens and posteror capsule, eventually leading to a decline in the visual acuity for the patient. Cbds occurs when fluid accumulates between the pciol and the posterior capsule, leading to a distension of the posterior capsule with anterior displacement of the pciol. The trapped fluid develops a turbid consistency which leads to decreased visual acuity for the patient and can be associated with either a myopic (most common) or hyperopic shift. Published literature estimates the occurrence of cbds to occur in less than 1% (0.73%) of patients undergoing phacoemulsification with posterior chamber intraocular lenses (pciol). One large retrospective study found that eyes with axial lengths greater than 25mm were at greater risk for cbds and almost all cases are associated with continuous curvilinear capsulorhexis with an overlap all over the anterior surface of the optic. Published literature and rayner's own risk analysis identifies the most common cause of cbds to be residual ovd in the eye. The rayone IFU "use of rayone" section "fig 7" states "following implantation, irrigate/aspirate to eliminate any ovd residues from the eye, especially behind the iol". Rayner has contacted the healthcare facility to obtain additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the healthcare facility detected residual ovd behind the implanted rao600c iol resulting in a -1.5 se myopic shift.